Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a blood collection device. The customer reports, the device was being used to draw pt's blood. On the 3rd tube, the phlebotomist heard a pop from the device. The customer reports after hearing that, when she pushed the tube on to get blood, the needle would push further into pts arm. She noticed that the needle had detached from the device and would move when she pushed on it with the tube. Blood continued to pool out from the device and she had to pull the needle out of the pt's arm.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.